Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined defibrillation and superior vena cava (svc) coil impedance as well as rv oversensing. A rv lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.